Manufacturer narrative:
Additional information was received on 09/12/2019. The reporter indicated that the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens of diopter -9.50 into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was explanted due to anterior subcapsular cataract in the left eye (os). No cataract was present in the right eye, but the patient still underwent cataract surgery and explant in the right eye (od). Reportedly the patient has 'healed' and 'he is fine'. Patient code 1766 no longer applicable. Cataract not present in right eye (od), patient code 3191: no code available (secondary surgery, cataract surgery), lens works order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was explanted from the right (od) eye on (B)(6) 2019 due to an anterior subcapsular cataract. The surgery is reported to have been successful. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
H6 - result code 114 should have been included in supplemental MDR#2. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in contact lens container with clear surgical residue on product. Visual inspection found no visible damage to lens and returned with residue on lens. Claim#: (B)(4).